Manufacturer narrative:
Rn on site declined to provide the patient demographic information. RMA issued. Replacement computer shipped (B)(4) 2012. The suspect computer passed all testing with no problem found, fully functional. System logs have been received by the manufacturer; evaluation finds the computer upgrade will increase the performance of the software. The software is functioning as designed.

Event description:
A medtronic ent representative reported that during the case, the software paused when counting down for registration. After registration was completed, there was a hesitation when switching from the registration task to navigation. Once in the navigate task the system was behaving normally. The case continued as planned to completion with the use of the fusion navigation system. There was no impact to the patient reported.